Event description:
It was reported this pt was admitted to the hosp for an interventional procedure on the right popliteal artery. Heparin (3000 units) was administered. Because the pt had serious peripheral vascular disease, a catheter was inserted into the left femoral artery in an attempt to cross to the right common femoral artery. An angiogram was performed; however, it was hazy. The procedure was aborted and the physician closed the puncture site with an angio-seal device. The cath lab manager observed the procedure and noticed that immediately following deployment of the angio-seal device, the shape of the anchor could be seen near the skin, denoting a subcutaneous deployment. Manual pressure and a c-clamp were used to control the bleeding; however, it took three hours to achieve hemostasis. The pt developed a large hematoma; ecchymosis extended down the right leg. Pedal pulses were good in both legs. The pt was given a transfusion of one unit of blood cells and antibiotics were administered. An ultrasound revealed a pseudoaneurysm. Additional info received indicated that thrombin was injection into the pseudoaneurysm to stop the bleeding. The pt was walking and discharged without complications the following day.